Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was missing electrode. Customer blood glucose reading was 12 mmol/l. Sensor will not be returning for analysis.